Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of 515 mg/dl and ketones of an unspecified size on (B)(6) 2026. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2062 with the issue resolved and no permanent damage.